Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left knee was revised due to medial tibial compression. No possible causes or contributors for compression were reported to the rep. A tritanium baseplate and cs insert were revised to a size 5 universal baseplate with 12x100 stem and a 5x11 cs insert.